Event description:
The pt was suffering from a cardia carcinoma that had spread 6cm into the esophagus past the les junction. The physician placed a wilson-cook esophageal z stent fully coated in january. One month after stent placement the pt was having trouble eating and swallowing. Examination by x-rays confirmed the stent had migrated into the pt's stomach. Prior to this procedure the pt had an esophageal z-stent with an anti-reflux valve to migrate. Both stents were lying next to each other in the pt's stomach and were discolored and the coating had dissolved. Due to the size of the stricture the physician elected not to remove the two stents. The physician placed a third stent for nutritional support.